Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the connector separated from the catheter was confirmed. Based on the information provided and evidence observed on the returned sample, the cause appeared to be associated with an improper attachment of the connector. One red winged connector from a groshong dual lumen central venous catheter was returned for investigation. The connector locking sleeve was attached to the connector. The proximal end of the connector locking sleeve had been advanced up to the connector wings. No portion of the extension leg was observed between the connector locking sleeve and the red connector, which indicates that the connector separated from the extension leg tubing instead of the extension leg tubing breaking while it was attached to the connector. The groshong catheter was not returned for investigation. It was reported that the catheter was repaired. The connecting features of both the red winged connector and connector locking sleeve were within specification and no damage was observed on the returned components. It appears that the connector was not properly assembled on the catheter. The IFU provides both written and illustrated connector securement instructions to prevent separation of the connector from the groshong dual lumen extension legs. Besides the three complaints reported from this facility, no other complaints were reported with this lot number. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or quality control inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebq1592 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1592) have been reported from the same facility.

Event description:
It was reported via medwatch, that when the nurse went to the patient's room it was stated that there was a break in the red lumen of the groshong catheter. The catheter sheared off below the connector locking sleeve, leaving the wing connector still attached. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebq1592 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1592) have been reported from the same facility.

Event description:
It was reported via medwatch, that when the nurse went to the patient's room it was stated that there was a break in the red lumen of the groshong catheter. The catheter sheared off below the connector locking sleeve, leaving the wing connector still attached. No injury to the patient was reported.